Manufacturer narrative:
Device evaluated by MFR: unit returned with its original pouch. The unit returned has distal end damage. The returned device matches with upn provided by the customer. The device has the distal tip detached (183 cm from the proximal section) it was not returned. Overall length couldn't be measured due to the device condition (distal tip detached). Od of distal tip, middle of the device, and proximal section were within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
It was reported that guide wire tip detachment occurred. The target lesion was located in the heavily calcified obtuse marginal branch. A 185cm straight pt2tm guide wire was advanced to the lesion. However, during manipulation of the device to cross the lesion, it was noted that the tip of the wire broke off and became fractured inside the patient. The broken tip was unable to be retrieved due to calcium and nothing would pass the lesion. The patient was sent to surgery and the procedure was completed. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that guide wire tip detachment occurred. The target lesion was located in the heavily calcified obtuse marginal branch. A 185cm straight pt²¿ guide wire was advanced to the lesion. However, during manipulation of the device to cross the lesion, it was noted that the tip of the wire broke off and became fractured inside the patient. The broken tip was unable to be retrieved due to calcium and nothing would pass the lesion. The patient was sent to surgery and the procedure was completed. No patient complications were reported and the patient's status was fine.